Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was to undergo high risk percutaneous coronary intervention and was implanted with impella cp for mechanical circulatory support. The automated impella controller (aic) failed to recognize the pump. The pump was switched to a different aic and support was successfully initiated and used without issue for the duration of the procedure. No patient harm was reported.

Manufacturer narrative:
The investigation of pump not detected has been completed. The data logs confirmed the reported failure mode. This could be most likely due to the crystal issue on the impellatronic (epm) board. Device analysis: this console was tested and the reported failure mode "the console could not recognize the pump connection" was not reproduced. The console was tested with a known good pump and purge cassette, and it functioned as expected. The root cause for not recognizing the pump connection was likely an impellatronic malfunction. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27069 as it is unknown if the initial reporter also sent the report to the food and drug administration.